Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the reload bounded out from the cartridge during firing. (The scrub nurse claimed that they surely put the reload in the cartridge.). It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Event description:
It was reported that during a laparoscopic urological procedure, air was not removed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the atw45 device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The reload was loaded on the device without any difficulties noted. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.